Event description:
Customer reported that the sensor readings were off by nearly hundred points and the insulin pump went into suspend multiple times. It was noted that the blood glucose readings were in the range of 140 mg/dl to 200 mg/dl. Customer stated that the first time the sensor was reading 40 0 mg/dl when the blood glucose readings were 200 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.